Event description:
It was reported to boston scientific corporation that following an anterior pelvic floor repair procedure (performed in 2009) using a pinnacle anterior/apical pfr kit, the physician noticed an erosion of the mesh at the suture line. The patient was prescribed estrogen cream, and was reportedly "doing fine." It is unknown if the erosion has resolved.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.